Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3889-28, lot# va14lca, implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer's representative. It was reported that battery life was checked pre op and the hcp decided to replace the entire system.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va14lca, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 24-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had been seen in the clinic and complained that the system hadn¿t been working lately. Impedances were checked and all were greater than 4000. For environmental/external/patient factors, the rep reported that the patient stated they did have a fall but the patient didn¿t recall when. The rep reported that diagnostics/troubleshooting performed were that as impedances were all greater than 4000 a lead revision was going to be scheduled. At the time of the report the rep said that the actions and interventions taken to resolve the issue were unknown as the issue hadn¿t yet been resolved. Though surgical intervention was planned, the rep had asked when it was scheduled and the answer was unknown. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va14lca, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep: rep was not told specifically when the patient felt like system wasn't working. It is unknown what impact the fall had on the system or when the fall occurred as the patient couldn't remember. The patient did not comment that she felt like the system was the cause of the device issue. There were no further complications reported.